Event description:
This pt was undergoing hemodialysis. Approximately two minutes into the procedure the pt became restless and short of breath, then started to wheeze. The pt then became tachycardic and began to complain of severe abdominal pain. The dialysis was discontinued. The pt was given oxygen and benadryl. Dialysis was restarted using a different manufacturer's dialyzer after priming with two liters of normal saline. The pt tolerated the procedure without issue. The device appears to have caused an anaphylactic reaction.